Manufacturer narrative:
Upon further review, it was determined that the event reported on 8030665-2019-01680 was not a reportable event related to fmc products. The reported fluid leak was caused by user error as the patient reported that they had accidentally cut the patient line. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2019-01680.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) accidentally cut the patient line tubing which caused a leak during drain 3 of 4 of pd treatment. The patient reported receiving air detected in cassette alarm during drain 3 of 4. The patient was attempting to cut her diaper when she accidentally cut the tubing. The patient was advised to cancel treatment and follow up with the peritoneal dialysis nurse (pdrn). Additional information has been requested, however, to date a response has not been received.